Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturing representative (rep). Caller states the pt is alleging that starting a couple months ago, the pt will have ins on and will feel it turn off - pt will check the controller and see the ins is off and will have to turn it on. 15 minutes later, the ins could turn off again and pt has to repeat the process. Caller not aware of patient using adaptive stim, does not believe pt uses cycling. Agent advised the best course of action would likely be to have the pt keep a detailed record of when this is occurring (time, date, battery levels, group, program etc) so we can see what data from the tablet says vs the pt's log. Patient called back and mentioned information documented in this case. Patient's stimulation would come back on/off every 15 minutes and patient would like for their stimulation to stay on. During the call patient was on group a and stimulation was turned on. Patient went to program 1 but denied seeing the adaptive stim or cycling symbol. Patient only saw the intensity (5 curved lines) and stimulation (lightning bolt) symbol. Patient talked to their rep the last few days but didn't provide notify method. Patient was told by their representative to call the representative after talking to patient services. Patient would have an appointment with their representative on wednesday.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the patient has cycling turned on, and will turn it off. The issue has been resolved.